Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements with a gradual increase, above 130 ohms. Technical services (ts) recommended reprogramming options. No adverse patient effects were reporter. This lead remains in service.